Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that an occlusion occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.